Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment of an interrogation issue, the rf head cable was defective. It was determined during analysis that the display required calibration and needed to be re-seated. Analysis also noted that the upper and lower bullets were missing, the paper was almost out, the rear display cover and latches were broken. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an interrogation issue. There was no patient involvement. It was further reported that the programmer was returned for service subsequently tested out of specification during manufacturer's analysis.